Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus china (ocsm). The reported phenomenon was not duplicated during the incoming inspection by ocsm, but it was confirmed that there were a disconnection of an acoustic wire and scratches in the distal part of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection results, there is the possibility that the damage in the distal part attributed to the reported phenomenon.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The ultrasound probe surface of the subject device peeled off or was detached from the probe unit. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.